Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2016. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 16237883, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to lead migration. No further information could be obtained.